Event description:
It was reported the pt has not charged the ipg in approx 8 months and last used the pt programmer eight months ago to turn off stimulation. The pt is currently unable to establish communication with the ipg using multiple external devices. The pt also reported she had a fall approx 3-4 months ago. The pt will be consulting with the physician regarding this issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.